Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-02334 and 02106.

Manufacturer narrative:
Results: the leads were returned with instrumentation damage and cam impressions on the outer tubing. Continuity testing of the leads revealed electrical opens on multiple channels; lead "a", channel 1 and lead "b", channels 5 and 7. No broken wires were visible but stressing the lead isolated one of the opens to the terminal end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.